Manufacturer narrative:
Evaluation results: evaluation of the returned unit found that the unit did not sound when nothing was connected due to water intrusion or moisture exposure. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, or if the chair belt sensor is unfastened. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
The unit has power with batteries installed, but it does not sound when nothing is connected. The date the issue was discovered is unknown and no patient incident or injury was reported